Event description:
It was reported the pt complained his scs system does not control or reduce his pain. He allegedly plans to discuss an explant with his physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.